Event description:
It was reported that the pump was ordered to infuse hydromorphone at "0.25" an hour however it delivered 65ml in 40 minutes. It was reported there was a patient death. Although multiple requests were made, no further information was provided by the customer.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump was ordered to infuse hydromorphone at "0.25" an hour however it delivered 65ml in 40 minutes on 23apr24 at approximately 10:40am. The patient was admitted for fracture of femur and it was reported that there was a patient death, however it is unknown was the cause of death was. Although multiple requests were made, no further information was provided by the customer.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
Correction: date of death, describe event or problem, concomitant med prod data, initial reporter zip. Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of hydromorphone was not able to be confirmed though log analysis or was replicated during the investigation. The log analysis identified an infusion of hydromorphone at 65mg/65ml was received as a remote IV order and the infusion was started on the date (B)(6) 2024 at the time of 10:40 am on the suspect pump module s/n: (B)(6). The infusion rate was set at 0.25ml/h with a volume to be infused (vtbi) set at 55ml. Between the time of 11:41 am and 11:49 am the door was opened inducing a door open alarm. The door was closed, and the infusion was restarted. The pump module alarmed occluded patient side and the infusion was restarted. The door was opened a second time inducing a door open alarm. A safety clamp open alarm was also generated for a duration at 1 second. The door was closed, and the infusion was restarted. At the time of 11:50 am the suspect pump module was selected and the start key selected. The primary volume infused (pvi) at this time was recorded at 0.258ml. The clinician paused the infusion at the time of 2:51 pm and turned off the suspect pump module at the time of 2:54 pm. The total volume infused for the hydromorphone was recorded at 1.011ml. The system was shut down at the time of 2:55 pm. The suspect pump module infusion testing did not replicate an event of unregulated flow where an IV bag of 65ml could empty in a period of 40 minutes as reported. The infusion testing identified an incidental issue with the motor controller board motor drive intermittently missing motor steps producing at times when the door was opened, a motor stall error and infusion rate related error codes. These events found during the testing were not found to have occurred during the facility¿s incident infusion of hydromorphone. The suspect pump module error log showed the error codes 242.4000 (general rate failure), 242.4010 (high rate failure), 242.4020 (low rate failure) and 242.4030 (motor stall failure) began occurring back in december of 2009 to september of 2020. The inspection identified the motor controller board age was over 20 years old. The board had dried fluid residue contamination on it and a capacitor (c36 reference designator) was found to have broken off and was missing on the board. The compromised motor controller board was found to cause the incident infusion rate of 0.25ml/h to over infuse in an hour duration with the greatest testing infusion error measured at 12.4%. The infusion rate error out of specification was deemed an incidental finding only. The infusion error would only have infused a volume of 0.031ml over the intended volume of 0.25ml for an hour duration infusion. This is calculated by multiplying 0.25ml and 12.4% (0.124) equaling 0.031ml. As such, this was not identified as the cause for the reported issue of 65ml infusing in 40 minutes at an infusion rate of 0.25ml/h. Temporary replacement of the compromised motor controller board assembly with a dchu laboratory test motor controller board, for testing purposes only, resolved the intermittent channel error motor drive issues and the suspect pump module infused within specification. It was noted during the inspection process that third-party parts were used on the alaris system. These parts were not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. Root cause: a root cause for the reported issue that there was an over infusion of hydromorphone was not able to be definitively identified during the investigation. The suspect pump module was not found to have unregulated flow occurring during infusion testing that could have emptied a 65ml IV bag of fluid in a 40 minute period. Note that this report lists imdrf annex a0507, a1801, a0407, a040502, a27, a1801, a0221, g0405206, g04037, g02017, g04088, g02005, g0201503, g02005, , c23, c0601, c07, d11, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump was ordered to infuse hydromorphone at "0.25" an hour however it delivered 65ml in 40 minutes on 23apr24 at approximately 10:40am. The patient was admitted for fracture of femur and it was reported that there was a patient death, however it is unknown was the cause of death was. Although multiple requests were made, no further information was provided by the customer.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was ordered to infuse hydromorphone at "0.25" an hour however it delivered 65ml in 40 minutes on (B)(6) 2024 at approximately 10:40am. The patient was admitted for fracture of femur and it was reported that there was a patient death, however it is unknown was the cause of death was. Although multiple requests were made, no further information was provided by the customer. After a bd onsite visit, the following additional information was obtained: about 1 ½ years ago, they had experienced what appeared to be a free flow event with hydromorphone (1:1 concentration) that occurred on their old alaris devices on the palliative care unit. Prior to upgrading their alaris devices in (B)(6) 2024, per biomed, their oldest channels were 18 years old; most were in the 8¿10-year range. The hydromorphone infusion was hung and programmed at a rate of .5ml/hour. Although not required, their unit verifies all their drips with two nurses¿ verification. When the nurse went back into the room approximately 15 minutes later, the IV bag was empty and the patient was deceased. Patient was end of life but was expected to pass away in days, ¿not minutes¿. Rca investigation was conducted and there was no fault found and not attributed to human error. Devices were sent to bd for investigation under pr (B)(4).